Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, the surgeon bent the tactile awl at the s2 level. The surgeon completed the procedure with the use of a different probe and the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement tactile awl shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument is visibly bent. Physical damage/deformation directly caused the event.